Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged glioblastoma multiforme (gmb4) cancer, headaches, and memory issues while using the device. Medical intervention was brain surgery, chemotherapy, and radiation. The patient expired. The caregiver reported using an ozone based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient's caregiver had also alleged that patient had glioblastoma multiforme (gmb4) cancer, headaches, and memory issues while using the device. Medical intervention was brain surgery, chemotherapy, and radiation. The patient had expired on (B)(6) 2020. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow- up report will be filed.